Manufacturer narrative:
These reports are applicable to asr exemption number 1997047; a total of four (4) events are being summarized. Report 1: the lead was in use for treatment. It was reported the lead was explanted (complete system), and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. This lead was implanted for approximately 20 years, 2 months. Report 2: the lead was in use for treatment. It was reported the lead was explanted (complete system), and was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection cannot be confirmed. This lead was implanted for approximately 19 years, 3 months. Report 3: the lead was in use for treatment. It was reported the lead was explanted due to an infection and pocket erosion (complete system); the lead was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection and erosion cannot be confirmed. This lead was implanted for approximately 17 years, 9 months. Report 4: the lead was in use for treatment. It was reported the lead was explanted due to an infection and pocket erosion (complete system); the lead was not returned to the manufacturer. As a result, any association of the lead with the clinical observation of infection and erosion cannot be confirmed. This lead was implanted for approximately 17 years, 9 months. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. No allegation our leads failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Based on the investigation, a CAPA is not required. These leads are no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
This report summaries 004 reported events: report 1: py 52 pbsv, (B)(4). The customer reported this right atrial (ra) lead was part of a system revision due to infection with sepsis. The lead was implanted on (B)(6) 1998 and the system was explanted on (B)(6) 2018. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead will not be returned. Patient identifier (B)(6); date of birth is (B)(6), sex male, weight unknown. Report 2: py 52 pbsv, (B)(4). The customer reported this lead was part of a system revision due to infection; the lead was explanted. No additional adverse patient effects reported. The lead was implanted on (B)(6) 1999 and the system was explanted on (B)(6) 2018. Patient identifier (B)(6); date of birth is (B)(6), sex male. Report 3: 4018, (B)(4). The customer received an e-mail which reported their device and leads were explanted due to pocket erosion. Device and leads (system) were removed, and replacement will occur once the infection has cleared. The lead was implanted on (B)(6) 2000 and the system was extracted on (B)(6) 2018 due to pocket infection. Patient identifier (B)(6). Report 4: 4017, (B)(4). The customer received an e-mail which reported their device and leads were explanted due to pocket erosion. Device and leads (system) were removed, and replacement will occur once the infection has cleared. The lead was implanted on (B)(6) 2000 and the system was extracted on (B)(6) 2018 due to pocket infection. Patient identifier (B)(6).